Event description:
I'm using a freestyle libre 3+ sensor and my alarm went off on my phone and it said I was somewhere in the 200s mg/dl and I tested with a freestyle glucose monitor and it said I was about 370 something mg/dl. All I know is that it was off by about 140 points mg/dl. My sensor has shown to be at least 40 points below what it said on the regular glucose monitor every time I've tested for about a week now. I recently checked my sensor because of the recent recall of freestyle libre 3 and 3+ sensors and it said my sensor wasn't affected, but then why has it been chronically off for the past week? My serial number is (B)(6) for the sensor I'm currently using. I was hoping to get a free replacement if possible. Thank you. My blood sugar reading on my glucose monitor was actually lower than the reading on my continuous glucose monitor the first time I tested on the glucose monitor then it has been at least 40 points lower than on my glucose monitor for most the past week.